Manufacturer narrative:
No patient demographics provided. Customer didn't provide any patient printout data. Customer only verbally reported the data for bun. No magnitude for cr-s was provided. Repeat was performed on the same instrument. Service was dispatched. Beckman coulter field service engineer (fse) evaluated the instrument. Fse reported the issue was caused by the smart module that controlled the wash collar valve for reagent probe b. Fse replaced the smart module to resolve the issue.

Event description:
The customer reported the unicel synchron dxc 600i access clinical chemistry system generated erroneous low results on blood urea nitrogen (bun) and creatinine (cr-s). No patient treatment change reported. Customer reported quality controls prior to the incident were within the laboratory's established ranges.